Event description:
It was reported to philips that the device has an issue that requires a diagnostic review.

Manufacturer narrative:
Complaint evaluation: upon further investigation it was determined this was a non-reportable issue. The 75 mm printer is jamming. The device needs a printer. Customer resolution and conclusion: it was determined that this was a malfunction of the 75 mm printer. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device has an unspecified issue. There was no patient involvement.